Event description:
Patient had a recurrent macula on retinal detachment. Underwent uneventful vitrectomy with silikon 1000 endotamponade. While endotamponade was present, vision was reduced from 20/30 to 20/200. This was attributed to the refractive error induced by silikon 1000. Silikon 1000 was removed on (B)(6) 2024. Patient reported a small central scotoma. Vision reduced to 20/100. Optical coherence tomography (oct) showed mild inner retinal thinning which improved. Central scotoma remained. Humphrey visual field (hvf) 10-2 confirmed central scotoma, without other field defects. Multifocal electroretinogram (erg) normal. Diagnosed as silicone oil toxicity. Silikon 1000 lot number: 128eh. Two additional eyes had nearly identical presentations (mac on retinal detachment, use of silikon 1000, persistent post-operative central scotoma despite absence of macula/foveal damage). In two other cases lot numbers of silikon 1000 were 128eh (same lot number) and 128jk. All cases occurred between (B)(6) 2024. Reference reports: mw5171497 and mw5171499.